Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and keypad unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump had a cosmetic damage and it was exposed to moisture. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Unable to verify keypad unresponsive/button error alarm due to blank display noted.